Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) the balloon ruptured and blood got into the device. The balloon was removed and the patient was taken off the iabp. There was no health injury reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) confirmed blood got into the device. Purge valve, blood detect tube , crm , safety disk replaced. Battery and 5000 hour pump pm kit replaced as replacement time and timing exceeded. Regular inspection was carried out based on the regular inspection record sheet, and the equipment was returned to the hospital as the results were good.